Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of (B)(4) - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported a left side deflation. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, brown particles inside the device and opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify, an opening striated in the radius side and opening sharp in the patch shell bond edge. A dimension measurement in the shell was performed which identify, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening in the radius side assessed, as surgical damage. A sharp opening on patch/shell bond edge to an unidentified (tear) opening.

Event description:
Patient reported, a left side deflation. The device has been explanted.